Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery, titled ¿lateralized vs. Classic grammont-style reverse shoulder arthroplasty for cuff deficiency hamada stage 1-3: does the design make a difference?". The study reviewed one forty-four (44) patients who underwent reverse total shoulder arthroplasty (rtsa) to address irreparable massive posterosuperior rotator cuff tear hamada grade 1-3, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, nine (9) patients experienced scapular notching. Source: freislederer f, toft f, audigé l, marzel a, endell d, scheibel m. Lateralized vs. Classic grammont-style reverse shoulder arthroplasty for cuff deficiency hamada stage 1-3: does the design make a difference? Journal of shoulder and elbow surgery. 2022;31(2):341-351.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.